Event description:
Event description guidant/cpi received information that loss of atrial and ventricular capture occurred after the patient's second operation to reposition leads. The patient had passed out at home. This ipg (implantable pulse generator) and the two chronic leads were replaced with another 1273, and two competitor's leads.